Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported issues appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that the procedure was to treat a lesion located in the left superficial femoral artery (sfa) with moderate calcification. The 6.00x200mm armada balloon dilatation catheter (bdc) was advanced to the target lesion with some resistance due to the calcification. The balloon ruptured during first inflation at 10 atmosphere (atm). The bdc was removed without issue and replaced with another armada balloon to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.